Manufacturer narrative:
Update: referencing MDR (B)(4) (submitted on april 3rd, 2025) in block h10 in supplemental #1 manufacturer MDR 3020707080-2025-00001. Ref initial manufacturer MDR #3020707080-2025-00001. Ref hcus (B)(4). Ref ffmw (B)(4).

Manufacturer narrative:
On march 16th 2023, a complaint was received, but it was never evaluated for reportability to the FDA. This was identified during a FDA-inspection on march 25th 2025, therefore, we are reporting it now.

Event description:
The frog valves (part of the val1-g7-50) are leaking in > 80% of cases and have punching defects. Today we found parts in the patient again. Full suction cannot be achieved with a defect and some of the valves are dripping dirty and losing a lot of gas.